Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy, but it was discovered after initiating peritoneal dialysis therapy. The cause of the inguinal hernia was unknown. It was not reported if the inguinal hernia worsened with peritoneal dialysis therapy. On an unknown date in the month prior to the receipt of this report, the patient underwent an outpatient hernia surgical repair procedure. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.